Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: four (4) batteries were returned for evaluation. One (1) controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bch101901 revealed that the battery charger passed visual inspection and functional testing. The battery charger was able to charge a test battery on all ports as intended. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effective transistors (fets). This is an abnormal arrangement of the battery control fets, indicative of a fault of the main integrated circuit (ic) that controls the battery. Functional testing of (B)(6) revealed that the battery was also unable to charge or provide power. Further testing revealed an abnormal flag arrangement associated with the battery's operational function; these flags should be disabled when the battery is connected to a battery charger, which indicates that the battery unintentionally enabled the flags, signifying a fault in the battery's main ic. Functional testing of (B)(6) revealed that the battery was reporting frozen voltage and relative state of charge (rsoc) values on the test equipment. The battery was still able to provide power to a testing controller. In addition, the battery was able to charge; however the battery's led indicators did not properly display the battery's capacity. Attempts to reset the main ics of (B)(6) were able to reestablish the functionality of the batteries. Further investigation using representative samples revealed that abnormal arrangements of battery control fets and flags associated with faults of the ic can be replicated by exposing the battery to electrostatic discharge (esd). Log file analysis revealed that a controller fault alarm was logged at on (B)(6) 2020 at 00:23:13. Review of the data log file revealed that, leading up to the controller fault alarm, (B)(6) had been the primary power source since 10:37:46 on (B)(6) 2020, except for one period of about 2.5 hours during which a controller power adapter was the active power source. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 99%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. As a result, the reported battery not charging, battery abnormal behavior, and controller fault alarm events were confirmed. The most likely root cause of the reported not charging event can be attributed to esd events resulting in faults of the integrated circuits that controls the batteries. The most likely root cause of the reported controller fault alarm and abnormal battery behavior event can be attributed to a battery malfunction resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c0302. H6: FDA conclusion code(s): d06. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c0302. H6: FDA conclusion code(s): d06 .d4: serial #: (B)(6). D10: yes, return date: 10-dec-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c, d, and g codes. Product event summary: four (4) batteries (B)(6) and one (1) battery charger (B)(6) were returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery charger passed visual inspection and functional testing. The battery charger was able to charge a test battery on all ports as intended. Internal inspection did not reveal any anomalies and supplemental testing revealed that the reported battery failures were unable to be replicated using (B)(6) during bench testing. There was no evidence that a battery charger malfunction contributed to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effect transistors (fets). This is an abnormal arrangement of the battery control fets, indicative of a fault of the main integrated circuit (ic) that controls the battery. Functional testing of (B)(6) revealed that the battery was also unable to charge or provide power. Further testing revealed an abnormal flag arrangement associated with the battery's operational function; these flags should be disabled when the battery is connected to a battery charger, which indicates that the battery unintentionally enabled the flags, signifying a fault in the battery's main ic. Functional testing of (B)(6) revealed that the battery was reporting frozen voltage and relative state of charge (rsoc) values on the test equipment. The battery was still able to provide power to a testing controller. In addition, the battery was able to charge; however the battery's led indicators did not properly display the battery's capacity. Attempts to reset the main ics of (B)(6) were able to reestablish the functionality of the batteries. Log file analysis revealed that a controller fault alarm was logged at on (B)(6) 2020 at 00:23:13. Review of the data log file revealed that, leading up to the controller fault alarm, (B)(6) had been the primary power source since 10:37:46 on (B)(6) 2020, except for one period of about 2.5 hours during which a controller power adapter was the active power source. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 99%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. As a result, the reported battery not charging, battery abnormal behavior, and controller fault alarm events were confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not charging, battery abnormal behavior, and controller fault alarm events has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: img code(s): g02002 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: img code(s): g04035 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2021; serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-nov-2020. Device available fo evaluation? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 28-aug-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2021; serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-nov-2020. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 27-aug-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2021; serial #: (B)(4); UDI #: (B)(4). Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Mfg date: 28-aug-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: controller, (B)(4). Model #: 1420; catalog #:1420; expiration date: 28-feb-2021; serial #: (B)(4); UDI #: (B)(4). Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Mfg date: 03-feb-2020. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s batteries were not charging and that the batteries had out of range power condition, which triggered a controller fault alarm. The batteries were replaced. The controller remains in use. No patient complications have been reported as a result of this event.